Event description:
The customer reports three falsely reactive prism chagas assay results on donor samples. The three samples tested negative by ripa confirmation testing. The customer could not provide any individual specific donor testing information. The customer noted that their initial reactive (0.32%)and repeat reactive rates (0.23%) for (B)(6) 2013, exceeded assay package insert claims of 0.28% and 0.22% respectively. The customer noted that there were no changes in their testing process. The majority of samples were fresh serum with possibly a few fresh plasma samples. All donors were being tested for the first time for chagas. The customer stated that the current and previous reagent lots have had no issues and are performing as expected. No suspect results had been reported from the lab with no donor impact.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of device history records, review of labeling and review of field clinical specificity data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. An analysis of the field data reported to the prism metrics database for abbott prism chagas reagent lot 23242m501 and base lot 23242m500, which contains the same material contributing to product performance was analyzed. A total of (B)(4) samples had been tested for these lots across multiple customer sites at the time of the review. The overall initial and repeat reactive rates were calculated to be 0.15% and 0.12%, respectively. These initial and repeat reactive rates were less than the abbott prism chagas package insert ((B)(4)) upper 95% confidence intervals of 0.28% and 0.23%, respectively. As a result, the lot is meeting labeling claims for clinical specificity. Based on the results of this investigation, no malfunction or deficiency was identified.